Event description:
There is no additional information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the unit was confirmed to not power on and had a burnt power inlet module. The power inlet module was replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
An investigation into the reported event has been initiated under cmp (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer.

Event description:
It was reported that the unit was not powering on and that there may be a fuse that is out. The power inlet module showed signs of burning. The issue did not occur during surgery and there was no patient involvement. Due diligence is complete and there is no further information available.